Event description:
It was reported that a pump does not infuse accurately. The customer stated that the pump was programmed to deliver 25ml at a rate of 200ml/hr, but only infused 18ml. It was also reported that the pump was producing a grinding noise.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. The device was also tested for 48 hours and no grinding noise was observed.